Manufacturer narrative:
The gas tank regulator was not returned for evaluation. A review of the batch production record for the reported lot was performed and confirmed the product met specifications at the time of release. A review of the complaint records showed four (4) other complaints against the reported lot since release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic gas dispensing regulator did not dispense gas due to switch valve failure during a vitrectomy surgery. Additional information received clarified that the surgery was completed without using any gas rather, air was used instead. It was confirmed that there was no harm to the patient.